Event description:
During the procedure, a leak was noted in the tacticath tubing. While ablating, ablation stopped and a high impedance message was displayed on the ampere remote. Additionally, an error message displayed on ensite precision indicating to check the tacticath connection. Inspection of the tacticath tubing revealed fluid. A flexibility se catheter was used to continue the procedure with no consequences to the patient.

Event description:
A cool point tubing set was an associated product used during the procedure, not a flexibility catheter.

Manufacturer narrative:
Correction: concomitant medical products. One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. No visual anomalies were noted. Electrical testing confirmed electrode 1 met specifications of acceptable resistance values with no open or short circuits detected. In addition the device met specifications for occlusion and leak testing. No functional anomalies or errors were noted when the catheter was primed with saline. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.